Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer stated that she removed the battery for 3 hours, and when she replaced the battery, the insulin pump alarmed battery out limit, and the buttons did not respond. The customer did not know the blood glucose reading. The customer did not recall any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump had an unresponsive buttons due to flattened esc and act buttons dome switch. Unable to perform operating current test or verify battery out limit due to unresponsive buttons. The insulin pump had a cracked lcd window, cracked case at display window corner, cracked belt clip slot and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.